Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Medical device expiration date: unknown device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that IV set/60drop/2cq/f/sb/50cm was leaked during use.

Manufacturer narrative:
Investigation summary: when refined water was passed through the actual product received, leaks were not recognized from any part. Also, when we confirmed the airtightness of the actual product (jis standard: 150 kpa for 15 minutes under pressure, there was no water leak), leaks were not found from any part. Therefore, it was impossible to reproduce the event of the complaint. From the fact that abnormality was not recognized in the actual product, this phenomenon stated in the leakage due to loose connection etc., or in the notes on the attached document the following phenomena temporarily caused the air vent filter to be rendered hydrophilic, it was estimated that a leak occurred from the air vent. When drugs containing a surfactant such as synthetic vitamins and drugs containing an organic solvent such as alcohol (anticancer drugs etc.) Are used, the air vent filter of the infusion filter becomes hydrophilic, causing leakage or causing leakage by air lock. The chemical may not flow. No lot number was identified so no DHR could be performed. No corrective actions were necessary.

Event description:
It was reported that IV set/60drop/2cq/f/sb/50cm leaked during use.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date, h.4 device manufacture date.

Event description:
It was reported that IV set/60drop/2cq/f/sb/50cm was leaked during use.